Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain and degenerative disc disease. It was reported in (B)(6) 2017 the patient fell and did not know at the time, but thinks she messed her pump up. It was noted patient has had pain since the fall. It was noted that the pain came on suddenly and patient felt like she was going to die from the fall pain. It was noted that the patient hurt so bad the patient could not stay for the computed tomography (CT) scan. It was noted that the patient had both pre-existing and new pain. It was noted patient spent 6 days in the hospital and then was in a nursing home for 28 days. It was noted patient fell sideways on left side and the pump was on the left side. It was noted that patient was using personal therapy manager (ptm) after she fell, but then it quit working. In (B)(6) 2017 it was stated the patient's ptm would not work and noted it would change screen, but was not sure what it showed. It was noted upcoming refill was on (B)(6) 2017 and patient was doing good until the fall and did not need much medication, but now the patient is not doing well since fall and has not been able to use ptm. It was noted that patient was on their way to see managing healthcare professional (hcp) today ((B)(6) 2017) for first follow up since fall. It was noted situation was being addressed by hcp. It was noted to have patient call back after appointment with hcp and when they were home with ptm to do troubleshooting and to update on next steps. It was later reported on (B)(6) 2017 that hcp was starting to increase the patient's pump and the medication and stated it was really a complicated matter and does not remember all that was going on at yesterdays ((B)(6) 2017) visit, stating the hcp checked pump with the clinician programmer. The patient was scheduled to go back to see hcp on (B)(6) 2017. It was noted when the patient turns on the ptm the upcoming refill date was for (B)(6) 2017. It was noted that patient was walked through how to give a bolus and stated they were getting error code 8474. Ptm alarm status screen showed error code 8474 occurred on (B)(6) 2017 at 8:37 and there were no other codes. Code was looked up and code meant pump reset and was reviewed with the patient. It was noted that the pump normally goes into safe state mode and hcp determines the next steps. It was noted that ptm was working as intended and due to the error code 8474 (pump reset code) the pump will not deliver a bolus. Patient was redirected to hcp to determine next steps and if hcp saw this code yesterday at appointment. It was noted that patient was not prescribed any oral medication to take due to the amount or oral medications the patient was already on. Patient noted they will call hcp on (B)(6) 2017 to follow up on error code and noted having a follow up appointment on (B)(6) 2017. No further complications were reported/anticipated.